Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable, fluoro functions board, and collimator were replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.

Event description:
It was reported that the collimator iris on the 9900 system closed down. No pt injury was reported.